Event description:
Reportedly, the pt experienced post-operative pain. Therefore, the surgeon performed an exploratory laparoscopy in 2005 and found a 4" piece of gray plastic in the patient's abdomen from the 5mm port cannula. The piece of plastic was subsequently removed and the pt discharged. The surgeon expressed that they believe the patient's pain was attributed to adhesions rather than the foreign body, which was extracted during the exploratory laparoscopy. Procedure: hysterectomy. Pt status: discharged.